Manufacturer narrative:
The device was returned for evaluation. During testing the reported issue could not be duplicated. The cause of the issue was not confirmed since the reported issue was not confirmed.

Event description:
It was reported the device gave a "system failure" message. No adverse effects to patient reported.